Event description:
#Medwatcher #(B)(4). Right side lower back pain (flank area). Migraine headaches. Weight gain. Hair loss. Vit d deficiency. Fatigue. Bloating. Blurred vision (not consistent). Ovarian cysts. Unknown ovarian growth.